Event description:
It was reported that during a low anterior resection, the surgeon fired the stapler and found that the staples did not close properly. They used a second gun and the same thing happened. They were successful on the third attempt. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.